Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The product history search for the tibia, femoral and the drop sown stem component found no other complaints for the part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog # 00576201552, nexgen gsf porous lps-flex femoral, lot # 61161543, catalog # 00595006745, nexgen mis drop down stem extension, lot # 61379965. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and injury.